Event description:
It was reported that the patient underwent "urethrolysis and removal of painful mesh approximately 4 months ago." Postoperatively her symptoms "stabilized, although she is having increased pelvic pain again." She is experiencing stress incontinence and wished to proceed with an autologous crossover pubovaginal sling, with the goal of the surgery to remove any palpable painful mesh seen within the vagina. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Implanted (B)(6) 2008.